Event description:
It was reported to covidien on 12/03/2009 that a customer had an issue with a scd compression sleeve. Customer states that while wearing compression sleeves, the pt got bilateral bruising. When the bruising was observed compression sleeves were removed and pt was moved to foot cuff compression.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.